Event description:
Event description guidant received information that during an attempted implant, the pacing impedance measurements for this implantable transvenous defibrillation lead were greater then 2000 ohms. The lead was hooked up to the pacing system analyzer (psa). The sensing and threshold measurements were good; however, the physician didn't feel comfortable implanting the lead following the technical services concern that the lead could be fractured. Another guidant defibrillation lead was subsequently implanted.